Manufacturer narrative:
Additional contact: (B)(6).

Event description:
Information was received indicating that during use of a cadd medication cassette had two patients whose infusion pump stopped in the middle of the night. The pump screen read ?no disposable, pump won't run." It was reported that the customer performed troubleshooting and everything appeared to be working properly. It was reported that both times customer sent the cassettes to pharmacy causing a delay in their infusion when they were able to withdraw the medicine and put it in a new cassette which allowed the medicine to infuse completely. No adverse patient effects were reported. Per reporter no additional information is available at this time.